Manufacturer narrative:
The main component of the system and other applicable component is: product ID: neu_unknown_lead, product type: lead. Device used for off label indication. The indication the device was used for was the treatment of cluster headaches via occipital nerve stimulation.

Event description:
Information was received via a manufacturer representative from a healthcare professional of a physician initiated study for intractable cluster headache by occipital neurostimulation. It was reported there was migration of leads. No patient complication was associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The migration of leads was the reason for an operation.